Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause in analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4). (B) (4). (B) (4).

Event description:
Malfunction: increased aspiration noted. The surgeon reported aspirating the posterior capsule on several occasions during the irrigation/aspiration (I/a)-capsule polishing phase during cataract surgery. The surgeon had to perform an immediate reflux. No posterior capsular tear occurred. The surgeon indicated that after the installation of the new software into the system, more aspiration has been observed. The surgeon noted even by reducing the usual parameters to low levels of aspiration and vacuum, the same issue is observed. No patient injury was reported.